Event description:
It was reported that a lead was dislodged and addressed by additional surgery on (B)(6) 2024. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not yet received.